Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with an elevated blood glucose (bg) level, value was not provided, and ketones that were not identified as dangerous by a healthcare provider. Cause was not known. The customer was treated with intravenous fluids of saline and insulin which resolved the issue with no permanent damage. The customer was released on 9/9/25. Customer declined a system check with pump or supplies and continued to use the pump for insulin therapy.